Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient is experiencing trouble seeing at near and intermediate. The patient is not able to read. The patient subsequently had yag capsulotomy and lasik. The patient is only able to read j7 at all distances. The physician reporting the event is not the implanting surgeon. Additional information was provided by the physician who reported that the event continues/not resolved. The physician provided information indicating that the patient was in a car accident during the first postoperative week and was informed by the surgeon that everything looked fine. As the patient healed he was not noticing any improvement in his near and computer vision. Following the yag and lasik procedure, the patient indicated that the distance vision is actually less since the procedures. According to the physician, the patient is unable to read, even at arms length or closer. His distance prescription is good. The physician explained to the patient that the remaining prescription that he has, even after lasik should not be affecting his near vision. He does have a flap of the pco in the visual axis, which can cause some ¿fog¿ at both distance and near.